Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 500 mg/dl and the sensor was reading low at 65 mg/dl. The sensor had been inserted for 3 days. Customer was advised about the proper insertion and calibration process. Customer would monitor the readings and call back if issue persists.